Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report is being filed on an international product, list number 2k91-25 that has a similar product distributed in the us, list number 2k91-27. An investigation is in process. A follow-up report will be submitted when the investigation is complete. (B)(4).

Manufacturer narrative:
The evaluation began with precision testing of (in-house) reagent lot 95084m500 of the architect ca 19-9xr assay, list number (B)(4). Both low and high controls were tested and results were within assay package insert claims of less than or equal to 10%. This lot of reagent is performing as intended across the dynamic range of the assay for precision. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect operations manual and the architect ca 19-9xr package insert contain information to address the customer's current issue. Based on the results of this evaluation, the architect ca 19-9xr reagent lot 95084m500 is performing as intended and no additional product issues were identified. No product deficiency was found.

Event description:
The customer states that discrepant/erratic architect ca 19-9 xr assay results were generated for one patient on two different samples: (B)(6) 2011, sample 1 = 479 u/ml; sample 1 retested on (B)(6) 2011 = 467 u/ml. (B)(6) 2011, sample 2 = 5.2 u/ml; (B)(6) 2011, sample 1 retested = 1168 and 1134 u/ml; (B)(6) 2011, sample 2 retested = 4.19 u/ml. The customer states that the patient has not received any type of treatments between the current sample and the previous sample. No suspect results have been reported from the lab. There is no impact to patient management reported.